Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hemodialation catheter placement procedure, the guide wire unraveled. The lesion was located in the subclavian artery. The zipwire unraveled during insertion of a hemodialysis catheter. According to the customer, it looked like splinters coming off the end of the wire. No pt complications were reported. Pt status is reported as "fine."